Event description:
It was reported that the on/off button was faulty. The system may failed to boot to a usable state as a result of this issue. No pt serious injury or death was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The on/off button was evaluated and replaced. The system was tested and found to be working as intended and returned to service.